Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and that the customer experienced high blood glucose. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 350 mg/dl at the time of the incident and 400 mg/dl during the time of the call. The customer was treated with a manual injection. The customer's parent stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer's parent was able to complete pump rewind and the displacement test and manual prime were successful. The alarm history only contained a motor error and a no delivery alarm. The customer's parent was advised to monitor and call back if the issue recurs. Troubleshooting for the high blood glucose was declined by the parent. Troubleshooting for no delivery was performed and a white gunk was found and indicated as the occlusion. The customer's parent was advised to change the site. The only product that will return for analysis is the infusion set.